Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer alleged that the pump battery was depleting quickly resulting in the pump shutting down. Subsequently, the customer's blood glucose (bg) level was reported to be "high" via continuous glucose monitor reading. The high bg was corrected via a manual injection. Troubleshooting with tandem technical support indicated that the pump battery was depleting normally based on customer's settings and usage. Customer continued to use the pump for insulin therapy.